Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that they were unable to connect the nebulizer adaptor with the flowmeter.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. The device history record of the product 031-33j batch number 74d1503177 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due to lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. A CAPA file #(B)(4) was opened to perform a further investigation into this issue. According to the CAPA investigation so far , the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Additionally, the personnel on the assembly line were notified in order to have an awareness of this issue.

Event description:
The customer alleges that they were unable to connect the nebulizer adaptor with the flowmeter.